Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation exposing the outer coil at 4.4cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.